Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), angiographic catheter, ruby coil and a non-penumbra coil. During the procedure, the physician advanced the angiographic catheter and lantern into the vessel and placed a ruby coil and another coil. The lantern was then removed, and 16 push-able coils were placed using the angiographic catheter. The physician then attempted to advance the same lantern over a guidewire through the angiographic catheter; however, the lantern would not advance and, therefore, the lantern was removed. It was also reported that the physician thought there was blood in the angiographic catheter and decided to flush it; however, the lantern still could not advance. Subsequently, the physician noticed approximately three centimeters of the lantern distal tip had buckled. The procedure was completed using a new lantern, a pod packing coil (pod pc) and the same angiographic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was compressed and had multiple kinks approximately 129.0 cm ¿ 132.0 cm from the hub. The device was ovalized approximately 133.0 - 135.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal ovalization. If the device is forcefully gripped or pinched during the procedure, damage such as a distal ovalization may occur. This ovalization likely contributed to the difficulty advancing the lantern over a guidewire during the procedure. During the functional testing, a test mandrel was unable to be advanced through the lantern due to the ovalization. Further evaluation revealed that the lantern was compressed and had multiple kinks proximal to the ovalized location. There damages were likely occurred due to forceful advancement the device against resistance. The resistance was likely contributed by the distal ovalization on the lantern. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.